Event description:
The pt was undergoing a coronary stent artery bypass graft procedure. The intended 2-vessel coronary artery bypass graft procedure was performed uneventfully. After delation of the endoaortic clamp catheter balloon, the surgeon could not remove the catheter through the femorally placed endoarterial return cannula. Direct cannulation of the aorta was performed (without conversion to a sternotomy), after which the femoral catheter and cannula were removed as a unit. The pt recovered fully, and there were no sequelae from this event.